Manufacturer narrative:
Evidence suggests this electrode remains in service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to myopotential oversensing. It was noted the patient was bike riding over rough terrain at the time of the shock. The patient was seen in-clinic, and all three vectors were evaluated but the only one with good amplitude was primary. The myopotential noise was reproducible, but after several maneuvers and exercises the device behavior demonstrated good noise rejection. The patient was showed how to pay attention to certain kind of movements. In the next weeks the patient is going to send a patient-initiated interrogation (pii) after sport sessions in order to perform some technical services (ts) analysis. Besides the inappropriate shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this electrode delivered an inappropriate shock due to myopotential oversensing. It was noted the patient was bike riding over rough terrain at the time of the shock. The patient was seen in-clinic, and all three vectors were evaluated but the only one with good amplitude was primary. The myopotential noise was reproducible, but after several maneuvers and exercises the device behavior demonstrated good noise rejection. The patient was showed how to pay attention to certain kind of movements. In the next weeks the patient is going to send a patient-initiated interrogation (pii) after sport sessions in order to perform some technical services (ts) analysis. Besides the inappropriate shock, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.